Manufacturer narrative:
Updated field: b4, b5, d9, e2, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact codes), h11. A getinge field service engineer (fse) evaluated the unit and verified device was damaged on the backside. Excessive leak was determined from helium manifold. The fse replaced the helium manifold, helium hose line and repaired cover case. Customer abuse of unit per fse. All functional and safety checks performed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no harm reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.